Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the ICU central nurse's station (cns) displayed a "stop error" message and then reverted to the windows blue screen. When this occurred, they simply rebooted the unit and the system came back up. Nk technical support wanted the biomed to check the hard drive health just in case, but the staff would not let them take the system down to windows because the ICU was monitoring patients on it. Nk technical support guided them in collecting the log files for investigation. Per the staff, the system was running normally until suddenly the blue screen just came up. This occurred between 11pm and 12 am pst. Unit was rebooted around 12am. No patient harm was reported. Service requested: troubleshooting / assistance investigation notes: the stop error occurs if there is an abnormality of the program or driver, an abnormality of windows, or the hardware fails. Because the dump files and system logs could not be obtained the root cause cannot be determined. However, it is thought that the abnormality occurs in windows or hardware. Action to be taken 1) replace the hdd 2) reinstall the os, 3) if a memory test is performed and there is an error, replace the memory. Investigation conclusion: although the root cause could not be confirmed, it is believed that a windows or hardware problem occurred. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h2 h7 h9 the following field contains no information (ni), as the customer did not know what devices were being monitored on the cns: d11 & c2. Concomitant medical device additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The biomedical engineer reported that the ICU central nurse's station (cns) displayed a "stop error" message and then reverted to the windows blue screen. When this occurred, they simply rebooted the unit and the system came back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the ICU central nurse's station (cns) displayed a "stop error" message and then reverted to the windows blue screen. When this occurred, they simply rebooted the unit and the system came back up. Nk technical support wanted the biomed to check the hard drive health just in case, but the staff would not let them take the system down to windows because the ICU was monitoring patients on it. Nk technical support guided them in collecting the log files for investigation. Per the staff, the system was running normally until suddenly the blue screen just came up. This occurred between 11 pm and 12 am pst. Unit was rebooted around 12 am. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but they do not know what transmitters or other devices that were being monitored on the cns. Therefore this field contains no information (ni).

Event description:
The biomedical engineer reported that the ICU central nurse's station (cns) displayed a "stop error" message and then reverted to the windows blue screen. When this occurred, they simply rebooted the unit and the system came back up. No patient harm was reported.